Manufacturer narrative:
Liko hill-rom was notified on (B)(4) 2011 of an incident that occurred on (B)(4) 2011. Inspection performed by facility, it was determined the safety tab which holds the sling loop in place was stuck in the open position. Staff bent the clip back to its proper position so that it can swing freely. The lift is back in service at this time. Death certificate lists cause of death as metastatic renal cell carcinoma with a contributing factor of fractured left hip.

Event description:
Two cna's were transferring combative pt on a liko uno mobile lift. The staff heard a snap and the sling loop released causing the pt to fall to the floor. His head hit the floor and staff caught his hips and lowered him to the floor. Pt was transferred to the hosp and was diagnosed with fractured left hip. He was transferred to hospice unit where he expired (B)(6) 2011.